Manufacturer narrative:
(B)(4): the symptom info initially provided indicates that the customer reported charge and maintenance error. This issue presented during user initiated testing; there was no pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigated is complete.

Event description:
The symptom info initially provided indicates that the customer reported charge and maintenance error. This issue presented during user initiated testing; there was no pt involvement.